Manufacturer narrative:
Qn# (B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Event description:
It was reported that when the surgeon went to place a clip on a cystic duct the unit misfired. Used another unit to complete procedure. No harm to patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with the bottom jaw pushed into the channel and the jaw spring protruding out of the outer tube. These are indications that the device was used to pry something or was pushed against something that caused the damage. The sample appears used as there is biological material present on the device. Functional inspection could not be performed based on the condition of the returned sample. However, the sample was disassembled to inspect the internal components. The bottom jaw was disengaged from the channel pivot holes since it was pushed into the channel. The jaw spring was bent. The top jaw was also bent. It appears that since the bottom jaw was pushed into the channel, the jaw spring became bent upon further attempts to fire the device. The clips were also found to be out of position and stacking on one another in the channel. The clips could come out of position if attempts were made to continue to fire the device after it was damaged. The sample was received with 5 clips remaining indicating that 10 clips were fired by the end user. The observed damages to the device are indications that the device was used to pry something or was pushed against something that caused the damage. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "unit misfired" was confirmed based upon the sample received. The sample was returned with the bottom jaw pushed into the channel and the jaw spring protruding out of the outer tube. These are indications that the device was used to pry something or was pushed against something that caused the damage. Functional testing could not be performed based on the condition of the returned device. However, the sample was disassembled to inspect the internal components. The bottom jaw was disengaged from the channel pivot holes since it was pushed into the channel. The jaw spring was bent. The top jaw was also bent. It appears that since the bottom jaw was pushed into the channel, the jaw spring became bent upon further attempts to fire the device. The clips were also found to be out of position and stacking on one another in the channel. The clips could come out of position if attempts were made to continue to fire the device after it was damaged. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that these damages were present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Based upon the observed damage, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device investigation is pending. The device history review for the product auto endo5 ml lot #73d1900014 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the surgeon went to place a clip on a cystic duct the unit misfired. Used another unit to complete procedure. No harm to patient.